Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during use of the 6/7f mynx control vascular closure device(vcd), the peg sealant failed to deploy as intended. Upon deployment of mynx control, she said that it felt like the button was hung up. She did deploy it all the way down and states there was no bleeding during the two minute swell time. Upon removal there was a bleeding and she was able to see the polyethylene glycol still attached to the device. There was no reported injury to the patient. The tech deployed the device. The tech was a trained user of the mynx control and mynx grip. The device was stored, opened, and used in accordance with the instructions for use (IFU). The case was a peripheral runoff with intervention. There was no groin shot taken previous closure there was, however, a sheath exchanged from an up and over sheath to a short 6f non-cordis sheath. The tech claims that there was no resistance or issue in exchange. The device will be returned for evaluation.